Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient's pacemaker exhibited backup vvi due to an event queue overflow. Programming changes were made to address the backup status and the patient will be monitored. The patient had no adverse consequences.